Event description:
It was reported that on (B)(6) 2010, patient had called clinic reporting nausea and vomiting that had improved with over the counter antacids. Hcp prescribed prevacid. The patient's sister called to say the patient died suddenly at home the next day and that ems was never able to regain patient's blood pressure or pulse. Sister asked that efforts be stopped. The cause of death has been requested and not received. Follow up revealed the patient had not been pacemaker dependent, the device will not be returned, and no autopsy was performed. It was further reported the relatedness of the patient death to the device was unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.